Event description:
The ring from the halo was put on the pt in order to put the pt in traction prior to putting on the halo vest. The orthotist had difficulty when he attempted to put on the traction bales because the bolts would not gain a purchase on the ring. He used a couple of longer bolts that he had in his possession. The traction bale and ring functioned well for five days, after which time the traction bale was removed and the pt put in an airflo vest. One half day later the pt noted that he could move his head. When the orthotist tried to tighten the bolts, they stripped the threads in the ring. When he tried to tighten the other four bolts that hold the ring together, they also stripepd. The halo vest was removed and the pt was put into another system.